Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, underweight and missing shell and patch (75-100%). A microscopic analysis can¿t be confirmed because the shell wasn¿t received. Based on the device analysis the final assessment is: missing shell and patch due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and concern about implant-related lymphoma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Patient expressed concern about "implant-related lymphoma". Device has been explanted.